Event description:
This is a report of a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not properly tighten the patient line to the transfer set and the line disconnected during therapy. The patient reconnected the patient line after the incident. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital and recovered from the peritonitis. The patient was retrained on proper procedures.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): the exact occurrence date of the breach in aseptic technique and connection issue was not reported. However, the date of hospitalization for the peritonitis is known. The sample was requested but is not available. A follow-up report will be submitted if additional relevant information becomes available.